Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. A lab report and imagery were provided for review. Review of the 30-day chest x-ray and fluoroscopy imagery revealed a strut fracture. The fracture was on the proximal (inflow) portion of the prestent. The apex that fractured appears to be near a bend in the patient's anatomy. During review of the 2-year follow up chest x-ray imagery, a second fracture was identified at the alterra inflow rung 1. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the device usage. Per the IFU, device fracture is listed as a potential risk that may or may not require intervention associated with the prestent, delivery system and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for alterra prestent strut fracture was confirmed through imagery review and provided lab report. A review of the DHR and lot history revealed no indication that a manufacturing nonconformance contributed to the event. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary written by edwards lifesciences. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on modeling and testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. As seen in provided imagery, the 30-day chest x-ray imagery indicated one fracture at the inflow (proximal) apices while a review of the provided lab report of the 2-year fluoroscopy showed a second fracture. Additionally, a review of the 3-year fluoroscopy indicated there were two additional fractures present on the inflow strut of the prestent, bringing the total to four fractures. Per the technical summary, patients who had a fracture exhibited right ventricular outflow tract (rvot) length on the shorter side compared to the population. The technical summary also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. As noted in provided imagery, the proximal portion of the stent appears to have been placed near a bend in the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, the technical summary also concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Additionally, the technical summary reviewed the manufacturing documentation and conducted a study to determine if microcracks could be present on the frame prior to implantation of the prestent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the event was found. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment (pra) was performed for this type of event. Further assessment revealed the control limits have not been exceeded. Therefore, no corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from medical records provided. The following section of this report has been corrected/updated: b7 (other relevant history, including preexisting medical conditions). Additional information received via medical records revealed the patient had a type 1 fracture of the alterra prestent in the inflow area approximately one month post transcatheter pulmonic valve replacement (tpvr) procedure. Approximately one year post tpvr procedure, it was noted that there was a hemodynamically insignificant single type 1 alterra stent frame fracture. The patient was asymptomatic and had excellent prestent/valve function with no evidence of compromise related to the fracture. Approximately three years post tpvr procedure, two frame fractures were observed at the inflow portion of the alterra prestent. Both frame fractures were noted to be in the same inflow region of the prestent. The valve stent was intact. The valve function was determined to be excellent with no insufficiency. The patient was also asymptomatic. The investigation is still ongoing.

Event description:
As reported from a clinical study, approximately 2 years post transcatheter pulmonic valve replacement procedure with a 29 mm sapien 3 valve, a second type 1 alterra strut fracture was observed on the two year follow up computed tomography (CT). This was a new fracture that was not seen at prior time points. Upon further investigation, it was noted that there appeared to be only one type 1 strut fracture of the wire with no fragmentation at the two year follow up. Additional information was received revealing there were four type 1 fractures found at the alterra inflow at the three year fluoroscopy. This was noted to be an additional fracture that was not observed at the two year time point.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.